Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that two trained staff in room with pt and mother. One rn and one cna. Pt was being transferred from wheelchair to bed. While lift was being moved from wheelchair to bed after lifting pt, both foot end sling loops became detached from cradle. Patient slid out of sling feet first and hit posterior first on the floor from a height just above top of wheelchair. Complaint (B)(4) was entered into our system.